Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the reported issue. The suspect device has not been returned for evaluation. Log file analysis tool has been utilized. Logs shows that 316 (blower failure) and 401 (inspiration valve or device leaky) alarms started to trigger after start up from (B)(6) 2022 01:01:34 (system time). They are triggered as a consequence of error 4 which means blower pressure is too low or not stable. Most likely the failure is due to the blower electronics and exact root cause is not determinable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000e us getting technical failure 401 (inspiration valve or device leaky alarm) during setup prior use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Customer needs a service call and needs quotation. Vyaire will get travel and labor from field service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.